Manufacturer narrative:
The device was not available for evaluation immediately following the surgery; it was returned to nuvasive 19 months after the reported event. The device was tested upon return and yielded no information suggesting it failed to operate properly before, on, or after that date. It is unknown if neuromuscular paralytic agents or relaxants were in use at the time of reported event. Review of labeling notes: "chronically compressed nerves, or severely compressed nerves in an acute setting, are known to be less sensitive to depolarization currents (i.e., have significantly higher depolarization current values). They are also less likely to demonstrate significant changes in their threshold depolarization current values immediately following nerve decompression. Under such circumstances, exercise caution in interpreting displayed data." "The neurovision jjb system may not be effective, and is not intended for use, when muscle relaxants or epidural blocks have been used for, or in conjunction with, anesthesia."

Event description:
It was reported that during an xlif surgery followed by percutaneous pedicle screw placement at spine levels l2-l5 on (B)(6) 2008 the neurovision jjb system in use did not function properly. Per the physician's report the device readings for each screw indicated > 20 ma during the case with no indication of proximity to nerve tissue. It was alleged that following surgery there was significant pain and neurological deficits. Post-operative CT scan on (B)(6) 2008 noted pedicle screw malpositioning on the left l2 vertebral body. Revision surgery occurred on (B)(6) 2008 to remove the left side pedicle screws and rod. A second CT scan on (B)(6) 2008 confirmed the l2 malposition, as well as right-sided l2-l4 pedicle screw malposition. The right side pedicle screw construct was removed on (B)(6) 2009. The patient's pain and neurological deficits were reported to have continued to the present date.